Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Upon review the product was not located. The system was checked and it has been determined that this sn has already been scrapped; therefore, no further evaluation can be conducted at this time. This complaint record will be reopened in the event the product involved or additional information becomes available.

Event description:
On 09/29/2022 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned